Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was attempted but could not be implanted because the helix was blocked. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.